Event description:
Explant ruptured silicone mentor implants after years of unexplained rashes, fatigue, insomnia, pain, glaucoma, anxiety, early menopause, thyroid issues. FDA safety report ID# (B)(4).